Manufacturer narrative:
The device was not returned however small dark brown particulate matter was received for analysis. A visual inspection was performed with the naked eye. The particulate matter was solid, and was further tested by infrared spectroscopy. The particulate matter was determined to be secondary amide and possibly came from biological tissue. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plastic-like precipitate was "stuck" in a transfer set. The precipitate came out into the drainage bag. This was observed during the filling phase and blocked the peritoneal dialysis fluid from filling into the patient¿s abdomen. This was also observed during a drainage phase. This event occurred during use with patient involvement. The patient did not know if the particulate matter was from their body or from the peritoneal dialysis solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The initial date should have been (B)(6) 2017 and not the previously reported (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.